Manufacturer narrative:
(B)(4) . The customer support engineer (cse) evaluated the device and verified the reported issue. The cse then replaced the graphic user interface (gui) touch frame. The cse then performed testing and all tests passed.

Event description:
It was reported that a ventilator display went blank and smoke was coming from the bottom of the graphic user interface (gui) touch frame. There was no patient involvement. There is no report of serious injury or death associated with this event.